Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer regarding a patient receiving intrathecal morphine. The concentration, dose, and lot number were unknown. At a pump filling, the needle slipped the tiniest bit. Nobody knew, and the patient walked out. The patient ¿woke up on the floor 6 weeks.¿ morphine was injected right in her vein, and nobody knew. The patient left and dropped to the floor. The patient overdosed on 6 weeks morphine. The emergency room (ER) saved them. Patient information, the timeline of this event, diagnostics/troubleshooting performed, actions/interventions taken, and the cause of the needle slipping were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Event description:
Information received from a consumer regarding a patient receiving intrathecal morphine. The concentration, dose, and lot number were unknown. At a pump filling, the needle slipped the tiniest bit. Nobody knew, and the patient walked out. 6 weeks morphine was injected right in her vein, and nobody knew. The patient left and dropped to the floor. The patient woke up on the floor. The patient had overdosed on 6 weeks morphine. The emergency room (ER) saved them. Patient information, the timeline of this event, diagnostics/troubleshooting performed, actions/interventions taken, and the cause of the needle slipping were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.